Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspection showed one cover screw was stripped. The device was able to power on using the returned batteries. When powered on an led segment on the upper led digit display does not illuminate. The device was able to obtain readings and alarm alerts were displayed wiath audible and visual indicators under alarm alert conditions. Internal inspection showed led segment display d2 likely has a borderling faulty led. The led was illuminating following the testing.a service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the top line is missing in the lcd display making some numbers appear like others. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the top line is missing in the lcd display making some numbers appear like others. No patient impact or consequences were reported.